Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, upon inflation, physician and staff noticed a hole in the balloon on screen and water leaking out of balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigations results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the balloon. Functional inspection was performed, the balloon was inflated without any problem; however, it was not able to hold the pressure as the balloon had a pinhole located approximately at 84 mm from the tip of the device which was confirmed during microscopic analysis. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole in the balloon. Based on all gathered information and the analysis performed, the most probable cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, upon inflation, physician and staff noticed a hole in the balloon on screen and water leaking out of balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event.